Event description:
A customer contacted baxter's technical service center regarding a reload set 201 alarm that appeared on the display of the home pt's homechoice machine during setup prime. Per initial report, baxter's technical service center helped pt start over with new supplies but pt was unable to complete therapy. No pt injury or medical intervention was associated with this incident per the initial report. A follow-up call was placed with the pt who stated he had developed peritonitis. This writer contacted by hp's nurse, who stated the hp was diagnosed with peritonitis in 2005 and was not hospitalized. Hp's esrd is secondary to diabetes. Hp's other medical history includes a recent gall bladder removal. Hp's symptoms were abdominal pain and cloudy effluent. The hp had a gram stain and culture performed in 12-2006 staph coag negative. A cell count was performed on the same day which had results of wbcs of greater than 100. Hp was treated with vancomycin via ip 3 grams every 3 to 5 days via ip for three weeks and fortaz via ip 1 gram daily for five days. The nurse also stated that the suspected root cause is pt contamination due to the fact that......